Event description:
It was reported by the customer "patient was running a blood transfusion through his ivad. At the end of the infusion, patient notified rn that he had blood on him. Rn paused infusion and checked tubing, connection between tubing and microclave cap, and connection between microclave cap and line. The leakage was noted to be between the microclave cap and the line. Provider notified. No patient harm, injury, complication, or negative outcome as a result. Our team is not sure if this is a connection issue between the hub at the distal end of the ivad tubing or with the microclave somehow. The patient was accessed, flushed, blood infusion and when it was finishing up blood was leading out of the connection of microclave/hub. It does not appear to be leaking from below the hub/where the cracks were occurring in the previous ivad product.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was one 20g powerloc max infusion set w/o y-site. A gross visual inspection of the returned unit found no damage or defects to the components. The unit was leak tested by flushing the infusion set with water using a luer lock syringe. No leaks were observed during testing. The infusion set female luer and injection cap male luer were tested with a pass/fail gauge. Both luers were found to be within specification. Based on the available evidence, the reported defect could not be confirmed.